Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was activating a pod both the cannula and the needle had deployed early. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined. The exposed soft cannula for the received pod was found to be stretched out and flattened. During the fluid path test, fluid passed freely through the complete fluid path, even though the exposed soft cannula was damaged. It could not be conclusively determined when this damage to soft cannula occurred.